Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 3:20 pm or 3:30 pm, the result from a laboratory using stago neoplastin reagent was 2.4 inr. At 4:42 pm, the meter result was 3.2 inr. There was no allegation of an adverse event. The therapeutic range was 2.5 - 3.0 inr. The customer had no antiphospholipid antibodies, no anemia, no medication or diet changes, and no recent illnesses. The suspect product was requested to be returned for investigation. Replacement product was sent. The customer's meter and strips were received and tested with quality control material. Testing results: qc 1: 2.2 inr, qc 2: 2.2 inr, qc 3: 2.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0 %. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.